Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: h4. The device was returned to olympus for inspection, and the reported failure of no image was not confirmed. Since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, during the device evaluation, the adhesive on the bending section cover was found to be detached, and reportable malfunctions were identified. Additionally, due to damage on the ultrasonic probe, the displayed ultrasound image was determined to be defective. Based on the results of the investigation, the probable cause of the complaint is classified as cause not established, indicating that the investigation did not yield sufficient evidence to determine a definitive cause for the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the bronchofibervideoscope did not display an image. There was no report of patient involvement.